Event description:
A malfunction in the pump was reported by the caller, and it was identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. Consequently, a replacement pump was sent to the customer, who acknowledged the instructions and steps provided for receiving and returning the pump.